Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown funeral home with no information. Information identified in the manufacture's data base indicated that the ICD system was implanted on (B)(6) 2012 and no date of death is known. A date and cause of death was requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with the physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The date of death was unknown and the date of device implant was entered. Product ID: 6947m55, implanted: (B)(6) 2012; product ID: 5568-45, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
No eval explain code.